Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed the pump was paused and that a lunch announcement did not transmit, followed by hyperglycemia after a meal; review of device insulin history confirmed the pump was not paused and the meal announcement was recorded, and the user likely under-announced carbohydrates for the meal. Symptoms included thirst without loss of consciousness or other acute symptoms. Outcomes included transient hyperglycemia with a highest reported glucose of 250 mg/dl that was trending down without medical intervention or use of backup therapy. Investigation included review of insulin delivery history and system status by support personnel. Investigation of this case revealed normal device function with meal-related mismatch between carbohydrate intake and the announced amount. It was concluded that the event was due to user-related factors associated with meal announcement and not a device malfunction.